Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav 2515 catheter (model# d134301, lot#30037914l); soundstar eco sms 8f catheter (model# 10439011, lot# e8108593). (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, when direct current (dc) was conducted and sinus rhythm was achieved, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed with electrocardiogram echo. Pericardiocentesis was performed to drain the fluid from pericardium. After that, the blood pressure restored. The ablation procedure was cancelled. It is unknown if extended hospitalization was required as a result of the adverse event. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. There¿s no information regarding the sheath used during the procedure. Generator parameters, overall ablation time and last ablation cycle time at the site of injury and irrigation flow set up are unknown. It is also unknown if the patient received anticoagulant during the procedure.